Event description:
It was reported that both of the system monitors were inoperable. There is no report of patient injury or death.

Manufacturer narrative:
A ge service representative performed an on site investigation. The fuse was replaced and the image processor was reseated during the service call. The system was tested and found to be working as intended and put back into service.